Event description:
Litigation papers allege: patient has suffered pain and suffering; grinding of the hip joint, clicking, popping, difficulty walking, physical limitations, an inability to engage in his usual social and recreational activities, wage losses, medical expenses, elevated cobalt and chromium levels in his blood, and permanent disability and disfigurement.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient has suffered pain and suffering; grinding of the hip joint, clicking, popping, difficulty walking, physical limitations, an inability to engage in his usual social and recreational activities, wage losses, medical expenses, elevated cobalt and chromium levels in his blood, and permanent disability and disfigurement. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Reason for revision is unknown at this time.

Event description:
Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; cloudy fluid; aldal response; granulomatous material and some black stained material in the hip joint; corrosion like debris around the neck; fair amount of granulomatous tissue around the cup; fibrinous debris in the head. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.